Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2014, the hospital staff suspected that the patient was experiencing hemolysis due to increasing lactate dehydrogenase (ldh) levels as high as 880 u/l. The patient was on aspirin, and upon admission into the hospital, he had a subtherapeutic inr. There were no issues with the operation of the pump. The patient was administered IV heparin and was being monitored until inr was therapeutic. On (B)(6) 2014, thrombus was suspected as the patient's ldh levels remained elevated (up to 1300 u/l) and the patient's kidney function was affected as evidenced by increased creatinine levels. The patient underwent a pump exchange on (B)(6) 2014. The patient remains ongoing on the new lvad.

Manufacturer narrative:
(B)(4). The pump was not returned to the manufacturer for evaluation. Although a root cause for the reported hemolysis and a correlation with the device could not be conclusively determined, it was reported that nothing was noted in the system monitor history indicating that there were any issues with pump operation, as well as no pulsatility index events. Additionally, the patient's system controller was returned for evaluation and the log file showed normal pump operation with no indications of pump thrombosis. The report of suspected pump thrombus could not be confirmed because the device was not returned for evaluation. The patient remains ongoing on the new pump and no additional issues have been reported. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that during the event, a ramp study was performed. The aortic valve did not close with increased pump speeds. The patient¿s inr was as low as 1.5 in (B)(6) 2014 because the patient missed a medication dose. The patient¿s inr was typically between 1.8 and 2.5. The patient was bridged with lovenox. It was also reported that nothing was noted on the system monitor in the event history that indicated there were any issues with the pump operation, as well as no pulsatility index events. The pump will not be returned for evaluation. Additional information was received from the (B)(4) registry stating: increased ldh suspect thrombus.

Manufacturer narrative:
Approx age of device: 5 months. The pump has not been returned to the manufacturer. The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the device analysis and investigation is completed.